Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope's bending angulation needed to be adjusted. The customer reported the issue was identified during inspection with no patient or procedure affected. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed: the bending angle in the up direction did not meet specifications due to deformation of the bending tube. Visual examination found the following issues: the hand grip was scratched; the forceps channel was scratched; the air/water cylinder was scratched; the scope cylinder was missing its color indicator; switch button 2 was cut; both directional knobs were scratched; the screw stopper holding the angulation screw needed replacement; the scope connector cover was scratched; the scope connector case was scratched; the plug unit had a scratch; the connector cover was chipped; the objective lens was scratched; the bending tube was deformed; and the connector tube's coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.